Event description:
On (B)(6) 2018, a 10 mm amplatzer muscular vsd occluder was selected for implant. The device was reported to have successfully closed a ventricular septal defect (vsd) in the patient. In the evening of the procedure date the patient reportedly experienced severe hypertension, hemolysis and acute renal failure. The patient was returned to the procedure suite and the vsd device was extracted percutaneously the following day. The patient's symptoms began to resolve following the removal of the device. The physician alleges this is a result of a severe allergy to nickel. The patient was aware of having a nickel allergy prior to the implant procedure. The device was disposed of by the hospital. The patient's renal failure has resolved and the patient has been discharged from the hospital with no further consequences.

Manufacturer narrative:
Product evaluation: an event of hypertension, hemolysis and renal failure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 10 mm amplatzer muscular vsd occluder was selected for implant. The device was reported to have successfully closed a ventricular septal defect (vsd) in the patient. In the evening of the procedure date the patient reportedly experienced severe hypertension, hemolysis and acute renal failure. The patient was returned to the procedure suite and the vsd device was extracted percutaneously the following day. The patient's symptoms began to resolve following the removal of the device. The physician alleges this is a result of a severe allergy to nickel. The device was disposed of by the hospital. The last update provided to abbott was the patient remained hospitalized due to renal failure.